Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer inadvertently entered 200 carbohydrates into the bolus menu instead of entering in a blood glucose of 200 mg/dl in the bolus menu . Subsequently, a larger than needed bolus was delivered. The customer's blood glucose was 150 mg/dl. Reportedly, the customer consumed carbohydrates to compensate for additional insulin inadvertently delivered.